Event description:
It was reported that there was an antibiotic spacer placed in and explants taken out. The sales rep was unaware of the event until this past week when doing the second stage of the two part revision.

Manufacturer narrative:
The following other hip devices were also listed in this report: omnifit eon 132; lot# 6098-0530; lot# mhl490. Osteonics univ. Distal spacer; lot# 1067-0011; lot# mhjn6l. D-m 2.0mm beaded cable set vit; lot# 6704-0-520; lot# 38159905. Trident ad acet shell w/o ha; lot# 542-01-54f; lot# 23876701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
It was reported that there was an antibiotic spacer placed in and explants taken out. The sales rep was unaware of the event until this past week when doing the second stage of the two part revision.